Event description:
It was reported that the catheter was inserted in the left subclavian vein for rituxan infusion. Later, the pt was readmitted for severe dehydration. At that time, thrombosis of the left subclavian vein was identified. The catheter was explanted 19 days after insertion. The pt is expected to require 3 months of anticoagulapathy therapy. There were no other pt complications reported.